Event description:
Follow up information indicated the patient notified a company representative of pus in area of the ipg site. The company representative notified the surgeon who contacted the patient to come in for explant of the system. Reportedly, the patient had surgery to explant the ipg due to an infection unrelated to the scs system.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced fluid drainage from the scs ipg site. A company representative reached out to the patient and to the patient's doctor. The patient was in the hospital and was treated with oral antibiotics. Cultures taken were negative for infection.